Event description:
Per the clinic, it was reported that the patient presented with a keloid that had grown over the abutment site, resulting in the decision to explant the device. The implant together with the abutment was explanted on (B)(6) 2021. It was also reported that, the patient was administered with an injectable steroid to treat the keloid.